Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The device was not implanted.

Event description:
Healthcare professional reported protheses broke during implant surgery. The device was not implanted, surgery was completed with back up device.